Event description:
It was reported during the patient's trial procedure the stylet seemed to be sticking in the lead, and the physician observed the proximal end of the lead appeared to be damaged. However, the physician decided to implant the lead, and intra-operative diagnostics showed high impedances and stimulation was not working for the patient. Subsequently, the physician decided to explant the lead and replace it with another lead. Reportedly, effective stimulation was obtained.

Manufacturer narrative:
(B)(4). Result: the complaint of ¿high impedance¿ was confirmed. The octrode 3086 lead had no visible anomalies or damage. Channel 2 in the lead was open. Since visual inspection under high magnification revealed no broken wires in the lead body, the electrical open channel was isolated at the channel weld site for the stimulation end. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Corrected data: the UDI of the device was inadvertently left out in the previous report. UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.